Manufacturer narrative:
A review of the manufacturing records indicated the lots met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, a patient was implanted with an 8mm x 6cm gore® tips viatorr® (viatorr® device) during a tips procedure to treat complications caused by portal hypertension. The viatorr® device was advanced to the target lesion. The unlined region of device expanded successfully. When the physician pulled the deployment knob, the graft-lined region expanded around 2cm, and the deployment line was stuck. The graft-lined region couldn't be expanded and the delivery catheter couldn't be removed after many attempts. Then the surgeon performed open surgery and retrieved the delivery catheter, but partially deployed viatorr® device remained in patient. During the removal, the deployment line and delivery catheter was broken. The patient tolerated the procedure, and the situation was stable at present.

Manufacturer narrative:
H6: c19 device evaluation: no device was returned. Two pictures were provided for evaluation. The pictures are of the separated distal portion of the delivery catheter. A portion of the zipper is still attached with what appears as one loose fiber. The physician¿s observation that the deployment line was stuck and the device could not complete expansion could not be confirmed from the pictures provided. The physician¿s observation that the catheter and deployment line broke are consistent with the pictures provided. Not enough information was provided to determine the cause of the event. Imaging evaluation: based on the imaging provided, the unlined region of a gore® viatorr® device appears to be fully deployed in the portal vein, while the graft lined region appears to be partially deployed; with only 2cm at the proximal end being deployed and the remaining portion of the graft lined region remaining constrained (as seen in figures 1 ¿ 5). It is unknown what occurred prior to the images captured in figures 1-5, as there were no available images and videos submitted from the device insertion. Additionally, this imaging evaluation could not determine the events that occurred during the procedure based on the images received, as the images contained no timestamps. W.l. Gore & associates (gore) cannot make conclusions or guarantee the images provided are complete, accurate, or lack alteration because the images contained no patient information or case data. A full imaging evaluation could not be completed as the images provided did not meet the dicom® standard. As a result, based on the information provided, this imaging evaluation can neither confirm the reported partial deployment of the viatorr® device nor determine a.